Event description:
A malfunction was reported with a code that could not be reset, and cts decided to replace the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a result, the customer transitioned to multiple daily injections as a backup therapy, and cts arranged for a replacement pump with updated software to be delivered. The customer was informed about the necessary steps to follow with the new pump, including storage and return instructions for the old device, and acknowledged the provided instructions.